Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that bd precisionglide¿ needle pulled out of hub. This was discovered during use. The following information was provided by the initial reporter: material no. 305128 batch no. Unknown . It was reported that needle pulled out of hub before administering an injection. Per employee report: I was priming needle before administering an injection and the metal needle fell off of base of needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle pulled out of hub. This was discovered during use. The following information was provided by the initial reporter: material no. 305128, batch no. Unknown. It was reported that needle pulled out of hub before administering an injection. Per employee report: I was priming needle before administering an injection and the metal needle fell off of base of needle.